Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited pacing impedances of greater than 2000 ohms and intermittent loss of capture. Subsequently the patient was seen for a revision procedure where the lead was lead was surgically abandoned. The device was re-implanted with a new ra lead. There were no adverse patient effects reported. The device remains in service.